Manufacturer narrative:
The repair inspection identified a damaged/poor converter power cord (inlet) connection. The inspection also noted the printed circuit board battery has been consumed. Additional information requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer visera pro video system center was returned to the olympus repair center for a reported ¿abnormal connector noise¿. The customer reported issue was found during an unspecified event. During the repair inspection, a damaged/poor converter power cord (inlet) connection was identified. This report is being submitted to capture the poor contact of the power inlet (power maybe interrupted). No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the connection at the converter power cord was broken but the cause of the damage could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation; connector noise due to corrosion of contacts and connector noise due to a faulty video connecter socket lock. Olympus will continue to monitor field performance for this device.